Event description:
The user reported a sudden decrease in hearing performance with the device. In situ measurements from (B)(6) 2024 showed 4 channels with high impedance and 3 channels involved in short circuits.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reported a sudden decrease in hearing performance with the device. Re-implantation is being considered but no date has been set.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a sudden decrease in hearing performance with the device. Re-implantation is being considered but no date has been set.